Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on (B)(6) 2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information the defect type corresponds to the following meddra llt: device ineffective. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pain and bleeding (seen as pelvic pain and genital haemorrhage respectively). Plaintiff also experienced an unwanted pregnancy (outcome was not reported). She underwent a hysterectomy. All events are anticipated in the reference safety information for essure. After essure insertion, pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between severe pain and bleeding and essure cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, bilateral tubal occlusion was confirmed via hysterosalpingogram. Although the exact temporal relationship between essure insertion and pregnancy was not reported, a device ineffective was considered and pregnancy was regarded as related to essure. This case was regarded as incident, since surgical removal of devices was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016. The report refers to a female patient of unspecified age who in or about (B)(6) 2010 presented to her physician to discuss options for permanent contraception and on or about (B)(6) 2010, had essure (fallopian tube occlusion insert) coils inserted. On (B)(6) 2011, plaintiff had a hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after the procedure, began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. Plaintiff reported to her healthcare provider that she was experiencing severe pain and bleeding, as well as an unwanted pregnancy. On (B)(6) 2015, plaintiff saw her physician and underwent a hysterectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pain and bleeding (seen as pelvic pain and genital haemorrhage respectively). Plaintiff also experienced an unwanted pregnancy (outcome was not reported). She underwent a hysterectomy. All events are anticipated in the reference safety information for essure. After essure insertion, pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between severe pain and bleeding and essure cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, bilateral tubal occlusion was confirmed via hysterosalpingogram. Although the exact temporal relationship between essure insertion and pregnancy was not reported, a device ineffective was considered and pregnancy was regarded as related to essure. This case was regarded as incident, since surgical removal of devices was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.